Event description:
At about 11 months after the primary, the patient reported pain due to a subsided stem. Surgeon revised the stem and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 july 2024. Lot 2206145: (B)(4) items manufactured and released on 20-sep-2022. Expiration date: 2027-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.